Event description:
Medtronic received information regarding an imaging system during an unknown procedure. It was reported that the imaging system took exposure intermittently. The site took 2d images, but before finishing, they could no longer take more 2d scans. They rebooted, and the 2d images worked, but the 3d mode was disabled. They were using a hand switch. There were no errors, and the mobile view station (mvs) showed a green led. The manufacturer representative (rep) switched the hand switch with their foot pedal, which allowed them to take the 3d spin. Despite tech services (ts) identifying the issue and the case could continue, the hand switch would still need to be replaced on the system. The probable cause was a malfunctioning hand switch. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: no longer take more 2d scans a05: malfunctioning hand switch d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. The hand switch was determined to be faulty and was replaced. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.